Event description:
A customer reported that the unit was not recognizing the footswitch before a procedure. Additional information provided from the customer indicated the event occurred during a procedure. The case was completed by using the functions on the touchscreen. There was no pt harm.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting their reported issue of system not recognizing footswitch. A replacement footswitch and cable were ordered. The customer installed the replacement footswitch and cable, however, the issue did not resolve. The company representative then examined the system and replaced the footswitch interface pcb (printed circuit board) to resolve the issue. The system was tested and met all product specifications. A footswitch interface pcb was returned and a visual evaluation of the returned sample revealed a burn on a component. Functional testing of the returned footswitch interface pcb revealed a burn on the component at u1 that shorted pin 6 to pin 5 of the component at u2. The customer reported event that the system did not recognize the footswitch was confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was a burn on the component at u1 that shorted pin 6 to pin 5 of the component at u2. (B)(4).